Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon became stuck on the guide wire. The 15mm x 2.00mm nc quantum apex monorail balloon catheter was used successfully for inflation up to 20atm in the 100% stenosed lesion located in the severely torturous, severely calcified mid right coronary artery. When the physician was attempting to remove the device severe resistance was encountered and the device and unspecified manufacture guide wire were unintentionally removed as one unit. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.